Manufacturer narrative:
The reported event of low pacing impedance was confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 46.3 cm. The outer coil was found bent at 17.0 cm to 17.5 cm from the connector pin. X-ray examination of the inner coil found it to be over-torqued in the connector region. Hi-pot testing found inner coil shorting to the outer coil due to over-torqued inner coil. The cause of the reported event was isolated to the over-torqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the physician attempted to implant the lead in the atrium twice with different leads. After repositioning a few times in both attempts, each lead exhibited impedance below the acceptable range. The lead was then replaced a third time and the procedure was completed without further difficulty. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-07270.